Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. It was reported that the suture is easily broken. There were no patient consequences reported.